Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient's ipg reflected a communication error and the device was inoperable. The patient was without stimulation. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective therapy and the issue is now resolved.